Manufacturer narrative:
Patent identifier: (B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the flexible shaft connector came apart before the case, trocar was bent and stuck in the unknown 3.2mm wire guide sleeve and pliers was used to be used to remove the trocar, depth gauge was bent. Different items were used to finish the procedure. No fragments were generated. There were 4 minutes surgical delays. The procedure was completed successfully. The patient outcome was good. This complaint involves four (4) devices. This report is for (1) depth gauge for locking screws to 100mm for im nails. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) showed a slight bend towards the distal tip which may hinder the functionality of the instrument. No other issues were noted. A device failure was identified. Dimensional inspection: distal tip was measured as per relevant drawing and found to be conforming. Document/specification review: the relevant drawings were reviewed: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.010.428, lot # 9381056, manufacturing site: balsthal, release to warehouse date: 13. Mar. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.